Manufacturer narrative:
Additional information added to: section a3a gender, section b7 patient medical history section a2 patient age: reported to be in their 60's years. Section b5: the splenic laceration patient was treated conservatively with just close monitoring of hemoglobin post operatively, as it was a minor laceration that did not require repair. The patient did not have any drop in hemoglobin and never required a transfusion or any further invasive management of the laceration. The patient had a recurrent hernia with adhesions in the left upper quadrant. It was unrelated to any da vinci instruments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Smith, b.a., sbrana, f. & quinn, e.j. Robotic surgery for giant paraesophageal hernias: a promising approach to improved outcomes. J robotic surg 19, 83 (2025). Citation: https://doi.org/10.1007/s11701-025-02247-y.

Event description:
A review of the article was conducted to examine perioperative outcomes of robotic giant paraesophageal hernias (gpeh) repair. The retrospective review of a prospectively maintained database study analyzed 92 patients undergoing gpeh repair between november 2012 and february 2023. The median age was 72 (62¿80), 69 females and 23 males, and the median bmi was 28. All surgeries were performed by the same surgeon at one site. Postoperative morbidity was found to be associated with obesity (greater than 30) and associated to the size of the hernia. One patient experienced a splenic laceration, which was successfully treated postoperatively with conservative management. No device malfunctions were reported and the authors did not attribute any events to the xi system. It was noted that obesity (bmi greater than 30) was associated with higher complication and recurrence rates. Per the authors, none of the complications were related to any da vinci instruments. The authors concluded that this retrospective study demonstrated the safety and efficacy of robotic repairs for gpehs and it was reported that robotic approach can further improve patient¿s clinical outcomes.